Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for device interrogation. Upon review, inappropriate shocks were noted as the right ventricular lead was dislodged into the right atrium and oversensed p waves. The dislodgement was verified by x-ray. The right ventricular lead was explanted and not replaced at patient request. Patient was stable before, during, and after the procedure.